Event description:
A report was received that the patient had loss of stimulation and high impedances. The physician decided to perform a revision procedure in which the leads were removed and replaced with new leads. The patient is doing well following the revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70. Serial/lot: (B)(6). Description: infinion cx lead kit, 70cm devices were discarded by facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70. Serial/lot: (B)(6). Description: infinion cx lead kit, 70cm. Correction to the initial MDR in block h6; added code a072201.

Event description:
A report was received that the patient had loss of stimulation and high impedances. The physician decided to perform a revision procedure in which the leads were removed and replaced with new leads. The patient is doing well following the revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70, serial/lot: (B)(4), description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patient had loss of stimulation and high impedances. The physician decided to perform a revision procedure in which the leads were removed and replaced with new leads. The patient is doing well following the revision procedure.